Event description:
Pt was connected to penicillin IV via cadd pump, cadd tubing 21-7322 was dislodged from tubing causing leak, concern is secondary infection. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: cardiac infection (pericarditis). The product is compounded; the product is not over-the-counter. Event did not abate after use stopped or dose reduced. Event reappeared after reintroduction.